Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had 5 different sets and was unable to push insulin out of them. Customer stated that he noticed that the insulin pump had a low pitch sound and then a no delivery alarm would occur. Customer stated that he tried pushing insulin out with the plunger but was unable to do so. Customer stated that this was only happening unless he loosened the connection at the end where the soft set was attached. Customer was advised that replacements will be sent.